Event description:
A customer contacted beckman coulter inc. (Bci) in regards to fluid leak in the hydro-pneumatic area. No injury was reported. No operator was exposed.

Manufacturer narrative:
The fluid was determined to be a no foam. A bci field service engineer (fse) replaced the waste collection manifold